Event description:
The ¿pre-labeling phase¿ of the endoscopic submucosal dissection (esd) procedure was clarified as the phase when the physician marked the area of infection on the patient(pre-procedure).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and there was no defect/malfunction identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ this supplemental report includes a correction to b5, e2, e3, and g2 to provide information that was inadvertently not included in the initial medwatch. Also, an update has been made to b3, d9 and h3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h6 (investigation conclusion) code from the previous submission. H6 code (investigation conclusion) has been corrected to "67 - no problem detected."

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that when using an evis lucera gastrointestinal videoscope, there was fire at the plastic distal end cover causing burns to the patient¿s stomach. The event occurred during the pre-labeling phase of a therapeutic procedure (esd) and the c02 air pump was used to supply the gas at the time of the incident. There was no procedural delay, or no further patient harm reported with the event. The procedure was finished with another set of device. The patient was hospitalized for further treatment. Additional information regarding the event has been requested but not received at this time. This event requires three reports, as all devices were used during the event: patient identifier (B)(6) is for the videoscope. Patient identifier (B)(6) is for the electrosurgical knife. Patient identifier (B)(6) is for the hf unit.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to b2, b5, d10, and h6 from the previous submission.

Event description:
It was reported that the endoscope image suddenly blacked out during the endoscopic submucosal dissection (esd) procedure. After removing the endoscope, the device was found to be smoking and burned at the tip; however, there was no flame observed. The plastic piece was burnt and the plastic cap at the tip end of the device was melted. The patient experienced mucous membrane burns on the stomach. It was further reported that during the procedure, co2 gas pumping was performed using the endoscopic co2 regulation unit (ucr) and an air/water valve (mh-438). Oxygen was administered, and there was no misuse of ethanol during the procedure. It was confirmed that the tip attachment (d-201-11804) was attached to the scope, and the green mark on the tip of the electrosurgical knife (kd-655l) was recognized by the endoscopic image. The combustion occurred within a few seconds of energization during the third or fourth marking. The settings for the generator (esg-400) were appropriately programmed as follows: monopolar 1 power coag effect3. There is no possibility that flammable materials, such as ethanol, may have remained in the forceps channel. There were no errors or warning sounds noted at the time of the event. Moreover, the procedure was not completed. The patient was treated and has since been discharged from the hospital. Reportedly, surgery will be completed at a later date after the patient has recovered.